Event description:
Boston scientific crm received information that this implantable defibrillation lead exhibited pacing impedance measurements greater than 2000 ohms. A chest x-ray revealed the lead had dislodged. It was noted that the patient has twiddler's syndrome. No adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted and successfully replaced. Historically, analysis performed on dislodged leads has not identified any device defect that would have caused or contributed to the reported clinical event. Experience has shown that this issue is likely related to the patient's condition or the implant technique. If the is returned it will not be analyzed, but archived should future testing be required.